Event description:
During the device evaluation, it was found that the image was not displayed on the bronchovideoscope. There were no reports of patient involvement.

Manufacturer narrative:
Based on the results of the investigation, it was found that the image was not displayed due to damage to the charged coupled device (ccd) unit. The root cause of the reported malfunction could not be definitively determined; however, the issue is most likely attributable to component damage. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor complaints for this device.